Manufacturer narrative:
It was reported that during a vascular procedure, the tip of the hemostat forcep broke and fell into the operative site. The tip was located and manually removed. No serious injury resulted and the procedure proceeded without further incident. We were not provided many details regarding this incident. A sample was received and evaluated. Visual inspection revealed that the an end tip had broken off of the hemostat. The device is a component in a custom procedure tray and is manufactured by fine surgical, inc. The sample has been sent to fine surgical for their evaluation. As the manufacturer of the device, fine surgical will make the determination if any corrective action is indicated.

Event description:
A heomstat forcep broke during a procedure.